Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced differences between sensor glucose and blood glucose levels, and the insulin delivery was suspended due to sensor glucose values. The customer reported a blood glucose value of 600 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040d1. Troubleshooting was performed, and the customer states that the insulin delivery was suspended due to the differences between sensor glucose and blood glucose levels. The difference between sensor glucose and blood glucose is not within the target range. The customer did not take any of the medication, such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). It was reported that the customer's blood glucose (bg) was 600 mg/dl, and the sensor glucose (sg) value was 50 mg/dl at the time of the incident. The difference between sensor glucose and blood glucose values was greater than 30%. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. Product return for mmt-7040d1 is not expected.